Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A batch review will not be performed as the lot number is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
On an unreported date, the patient began treatment with extraneal viaflex 1.5 liters per night intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd) for hypertension. On (B)(6) 2010, the patient experienced cloudy effluent when draining in the morning. The nurse reported that the effluent became "clearer during the day and was clear in the evening". It was not reported whether the patient was hospitalized. On (B)(6) 2010, the patient began treatment with heparin ip in each bag. Outcome for the event of cloudy effluent when draining in the morning was not reported. Action taken with extraneal therapy was unknown. The nurse did not provide an opinion of causality for the event of cloudy effluent when draining in the morning in relation to extraneal therapy.